Event description:
Customer reported, the system is displaying a charger failed error.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack and the filament driver board. System operates as intended.